Event description:
It was reported that when a medical equipment company representative was interrogating a device used exclusively for demonstration purposes, a power on reset occurred after interrogation when the battery voltage and impedance were being measured. It was noted the device was in the ovo pacing mode and the lower rate was vvi-30. The device is no longer being used as a demonstration device. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.